Event description:
It was reported that the explanted device was rec'd in innsbruck. No info has been rec'd as to the circumstances leading up to the explantation yet.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.